Event description:
The hospital cath lab staff administered two countershocks to a patient using the device. When a third shock was attempted, the device allegedly failed to discharge. The charge light indicated the defibrillator was fully charged. A backup defibrillator was used. There were no adverse affects to the patient reported as a result of the alleged malfunction.